Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Device discarded by facility.

Event description:
It was reported that during a coronary atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 60mm in length, 90-98% stenotic and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath, mdt guide catheter and a crossing guide wire to access the lesion. The crossing guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed two runs at low speed for 10 seconds each. It was noted that at some point during atherectomy, the oad got stuck. The device was able to be removed by pulling with additional force. Post-atherectomy angiography revealed a perforation. The patient status declined a cardiopulmonary resuscitation was initiated. The patient was unable to recover and expired. Additional information was requested, but was denied by the facility.